Event description:
Very high jacket retraction was encountered. The graft limb was unable to achieve a seal in the left iliac; endoleak resolved with aneurx limb extension. A stent implantation was necessary in the right iliac to achieve a seal.